Event description:
As reported, the physician pulled a 6-12f mynx control venous vascular closure device (vcd) through a pulsed field ablation (pfa) hole. It was stated that the doctor pulled the device back slowly, keeping his eyes on the tension indicator line, however, the window did not change. Hemostasis was achieved by manual compression for 20 minutes and the patient recovered. There was no reported patient injury. An unknown 18f sheath as downsized to an unknown 12f sheath. The femoral vein¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The balloon was able to be deflated. The balloon did not lose pressure. The device was purged of air during prep. There was no excessive tension applied to the device (as indicated in the tension indicator). The balloon was prepped with 100% saline. The balloon was not inverted. There was no balloon detachment. The user is trained to the device. The device was prepped according to the instructions for use (IFU). Other procedural details were requested but were not provided. The device will not be returned for evaluation, it was thrown out.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the physician pulled a 6-12f mynx control venous vascular closure device (vcd) through a pulsed field ablation (pfa) hole. It was stated that the doctor pulled the device back slowly, keeping his eyes on the tension indicator line, however, the window did not change. Hemostasis was achieved by manual compression for twenty minutes and the patient recovered. There was no reported patient injury. An unknown 18f sheath as downsized to an unknown 12f sheath. The femoral vein¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The balloon was able to be deflated. The balloon did not lose pressure. The device was purged of air during prep. There was no excessive tension applied to the device (as indicated in the tension indicator). The balloon was prepped with 100% saline. The balloon was not inverted. There was no balloon detachment. The user is trained to the device. The device was prepped according to the instructions for use (IFU). Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2501603 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon pull through and tension indicator no change to tension indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), the device should not be used if a <6f or >12f procedural sheath is used at closure. As per the instructions for use (IFU), the catheter is to be advanced until the sheath nears the hub of the sheath. Rotate the sheath catch to hook onto the side port of the procedural sheath. The device should be oriented so that the tension indicator window on the handle assembly is facing upwards. Align the device with the tissue tract and pull gently to retract the device until the black line in the indicator window aligns with the markers on the side. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.